Event description:
It was reported that the patient had originally had a ¿ten year battery ,¿ but he ¿went through¿ three of them in three years. It was stated that the patient then had a rechargeable battery implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).